Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx29 valve implanted in mitral position was explanted after an implant duration of approximately nine (9) years and eight (8) months due to degeneration leading to severe stenosis, increased gradients and leaflet mobility restricted. As reported, the patient presented with dyspnea, chest pain and dizziness. A 29mm surgical valve was implanted in replacement. As reported the patient was noted as to be in stable condition.